Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that while impacting in the trial insert it broke in the posterior portion. No issues with case.

Manufacturer narrative:
The event was not confirmed as no product was provided for review and no patient information was provided and it is believed patient factors did not contribute to the reported event. Device history review: not perform as no lot ID was provided for review. Complaint history review: not perform as no lot ID was provided for review. Although the device was not returned for inspection, it is believed the event may have been the result of a design issue. As a result, a design change occurred in 2011 to obsolete the current product. A modified insert trial was designed and is currently in normal production.

Event description:
It was reported that while impacting in the trial insert it broke in the posterior portion. No issues with case.